Manufacturer narrative:
Dtbc2d1 ICD implanted: (B)(6) 2015. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed high impedance. Re-programming was performed and the lead remains in use. No patient complications have been reported as a result of this event.